Event description:
The hospital reported that according to medical report an adverse event occurred during the use of the 30mm 15cm hemashield plat wdv, causing a significant leakage of blood product.

Manufacturer narrative:
The complaint device was not returned to maquet for investigation; therefore it could not be evaluated. A photograph was provided by the hospital and based on the photographic evidence, stains were observed on the graft. However, to verify that the device was not released on this condition, a review of the device history record (DHR) was conducted. The records show that the device lot conformed to all appliable specifications. Special focus was given to the standard porosity testing results. The data was examined and the values are within specification. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Internal complaint number - (B)(4).